Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that threshold measurements started low during the left ventricular (lv) lead implant procedure but then climbed. Phrenic nerve and diaphragmatic stimulation were also observed. The attempted lead was withdrawn and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.